Event description:
Nurse contacted dexcom technical support on (B)(6) 2015 on patient's behalf to claim no audio output on (B)(6) 2015. No medical intervention or injuries were reported. At the time of contact the nurse did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).